Event description:
It was reported that during device changeout for normal eri, low sensing was observed during dft testing. Lead remains implanted. No further information is available.

Manufacturer narrative:
(B)(4). Device not returned.